Event description:
The uf reported that the patella broke. No add'l info was provided.

Manufacturer narrative:
Additional information:evaluation can not be performed because the device was not returned.there is no evidence that the device failed to meet specifications.